Manufacturer narrative:
One level 1® level 1® h-1200 fast flow fluid warmer was returned for analysis in good condition. Performed initial test run. Device came up to set temperature within 3 minutes and stabilized at 41.8 degrees. After around two hours of runtime, temperature rose above set point and activated over temperature alarm. This confirms customer reported complaint of device going into over-temp. Checked resistances of both upper and lower thermistors. Swapped out upper thermistor with known good test component. Device operated as intended. Failure mode found to be the upper thermistor.

Event description:
It was reported that a level 1® level 1® h-1200 fast flow fluid warmer goes into overtemp at power. Can't seem to calibrate. No information provided that issue occurred while in use with a patient.